Event description:
It was reported that the device was unable to be interrogated via bluetooth telemetry. Premature battery depletion was alleged to be the cause of the event. No intervention has been performed to resolve the event and the device remains inactive in the patient. The patient was in stable condition.